Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t-wave oversensing while the patient was in the bath with his wife and she felt the shock as well. In addition, the smartpass feature was automatically disabled due to low amplitude r-waves and noise has been also recorded. Technical services (ts) provided troubleshooting suggestions and performing an x-ray was suggested. The s-ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t-wave oversensing while the patient was in the bath with his wife and she felt the shock as well. In addition, the smartpass feature was automatically disabled due to low amplitude r-waves and noise has been also recorded. Technical services (ts) provided troubleshooting suggestions and performing an x-ray was suggested. Additional information was provided. The patient was seen in-clinic and the plan is to explant the s-ICD system and implant a transvenous system. The device was reprogrammed in the meantime and the smartpass was turned back on. Provocation maneuvers showed a lot of noise and it was appropriately detected. The s-ICD system remains in service at this time. No additional adverse patient effects were reported.